Event description:
It was reported that the piston on the pump was not moving to engage the cartridge. There was no adverse impact to the customer's blood glucose level. The pump was reset resolving the issue and insulin delivery was resumed. Customer continued to use the pump for insulin therapy.